Event description:
Malfunction of tissue processor during scheduled run. Tissue was incompletely processed. Attempt was made to reprocess tissue using another processor. After completion of process, there was no tissue left in the processing cassette.